Event description:
It was reported that the burr was not able to be turned off by depressing the power button. A 1.25mm rotapro was selected for use in a percutaneous coronary intervention with stenting. The first 1.25mm rotapro failed to activate. The power button was depressed, and the burr turned on briefly and then stopped. Multiple attempts were made to depress the power button and disconnect then reconnect the tubing lines, but the device did not activate. The device was therefore exchanged for another 1.25mm rotapro. Pre-procedure testing was performed outside the body, and the device operated correctly. During the procedure, the burr was advanced to the lesion, and a first ablation run was successfully performed. The power button on the advancer was then depressed, but the burr was not able to be turned off. After multiple attempts, the power was turned off using the switch on the back of the console. The console power switch was then turned back on, and a second ablation run was successfully performed. Again, the burr was not able to be turned off using the advancer so the power was turned off on the back of the console. The console power switch was then turned back on. Dynaglide mode was activated, and the burr was removed from the patient. Once outside the body, the burr was still not able to be turned off so the console power switch was used to turn off the device. The procedure was completed with balloon catheters and stents. No patient complications were reported, and the patient was stable throughout the procedure.

Manufacturer narrative:
Device eval by MFR: the returned complaint device consisted of a rotapro catheter. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. The device was functionally tested, and it would stall. The device was disassembled, and the turbine was found to be corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was not able to be turned off by depressing the power button. A 1.25mm rotapro was selected for use in a percutaneous coronary intervention with stenting. The first 1.25mm rotapro failed to activate. The power button was depressed, and the burr turned on briefly and then stopped. Multiple attempts were made to depress the power button and disconnect then reconnect the tubing lines, but the device did not activate. The device was therefore exchanged for another 1.25mm rotapro. Pre-procedure testing was performed outside the body, and the device operated correctly. During the procedure, the burr was advanced to the lesion, and a first ablation run was successfully performed. The power button on the advancer was then depressed, but the burr was not able to be turned off. After multiple attempts, the power was turned off using the switch on the back of the console. The console power switch was then turned back on, and a second ablation run was successfully performed. Again, the burr was not able to be turned off using the advancer so the power was turned off on the back of the console. The console power switch was then turned back on. Dynaglide mode was activated, and the burr was removed from the patient. Once outside the body, the burr was still not able to be turned off so the console power switch was used to turn off the device. The procedure was completed with balloon catheters and stents. No patient complications were reported, and the patient was stable throughout the procedure.